Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Reportedly, the customer reverted to an alternate method insulin therapy. At the time of report, the customer tried loading a new cartridge with tandem technical support and was able to resume insulin therapy on the pump. There was no adverse impact to customer¿s blood glucose level.